Manufacturer narrative:
A final report will be submitted when the investigation is complete.

Event description:
The information provided to sjm indicated a 6f angio-seal vip was selected for use and deployed in a right femoral artery puncture, successfully achieving hemostasis. The patient was readmitted 2 days post-deployment with a pseudoaneurysm revealed via ultrasound, and a 5cm pulsatile hematoma, with ecchymosis. A thrombin injection was given the same day following ultrasound guided compression and the pseudoaneurysm resolved. It was reported that the patient had coughed and strained, resulting in the formation of a hematoma. The patient was stable following the event.